Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call hospitalization. Customer's blood glucose level was over 300 mg/dl. Customer advised they had issues with their reservoirs. Customer was advised that three replacement reservoirs will be sent out and agreed to return the products for analysis.